Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg failed to provide therapy for more than 24 hours. Patient reported charging daily for multiple hours at a time. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.